Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to inflate. The physician evaluated the case and recommended a revision surgery be scheduled, as the prosthesis does not inflate properly and reasonable rigidity is only achieved with more than 50 pumps. Records do not indicate that the device has been replaced to date. There were no patient complications reported.